Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate shocks due to atrial flutter. This patient has experienced multiple episodes of inappropriate shocks. This device remains in service and will continue to be monitored. No additional adverse patient effects were reported.